Event description:
An international customer reported an event of an odor/smell emitting from the sterrad® 100 sterilizer. One healthcare worker (hcw) experienced a reaction of skin irritation. The hcw did not seek or receive any medical attention/treatment and is reported to be "healthy." A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
Ni

Manufacturer narrative:
Per the field service engineer's service report, no problem was found for the odor/smells issue alleged from the sterrad® 100s. Also, no parts were replaced for this issue as part of the service. As the report of odor/smells could not be confirmed and no service for the issue was completed, this is complaint is not reportable.